Manufacturer narrative:
The reported events of noise and high pacing lead impedance were not confirmed. As received, a complete lead was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
It was reported that the right ventricular lead exhibited oversensing noise and high impedance. The lead was explanted and replaced. The patient was in stable condition.